Manufacturer narrative:
Event date: on an unspecified date in (B)(6) 2019. The devices were received and are currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was found separated from each of 17 minicaps. This was found before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : seventeen (17) samples were received for evaluation with the aluminum foil peeled. A visual inspection performed with the naked eye verified that the sponges were found fully separated from the cap in sixteen (16) samples. In one (1) sample, the pouch was determined to be delaminated. The reported condition was verified. The cause of the condition was determined to be mishandling during distribution. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.